Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor when comparison to readings obtained on the competitor¿s brand meter. The customer further reported experiencing symptoms described as ¿thirsty, throw up, goes to the restroom frequently¿ and self-treated. Customer self-presented at the ER on (B)(6)2019 where an unspecified reading was obtained on the hcp meter and the customer was administered IV fluid for treatment. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer no longer have the sensor. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor when comparison to readings obtained on the competitor¿s brand meter. The customer further reported experiencing symptoms described as ¿thirsty, throw up, goes to the restroom frequently¿ and self-treated. Customer self-presented at the ER on (B)(6) 2019 where an unspecified reading was obtained on the hcp meter and the customer was administered IV fluid for treatment. There was no report of death, serious injury, or mistreatment associated with this event.